Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The reported phenomenon was not confirmed. However, there were some slight noises observed on the image when the connector part was swayed, which was attributed to the failure of the video cable connector. The subject device has not been repaired in the past year. The exact cause of the reported phenomenon cannot be conclusively determined. The investigation is ongoing and if new and relevant information becomes available later, this report will be supplemented accordingly.

Event description:
It was reported that the video processor automatically shuts down when connecting to the scope, no power during the preparation for use. The intended procedure was completed with another device. The procedure was not delayed. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.